Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "I was practicing the technique of using the screw extractor. I first inserted the cruciform tip into the top of the screw, inserted the inner shaft and finally screwed the outer shaft onto the practice block. I went to extract the screw & the inner shaft broke inside the screw."